Manufacturer narrative:
Investigation - evaluation: the device was returned with the handle not on the cannula. The handle does not actuate the basket formation. The basket formation cannot be manually actuated. A visual examination noted the basket sheath is damaged 1 cm from the distal tip and is smashed. No other kinks were noted on the basket sheath. The basket formation protruded from the basket sheath. The wires appear twisted and smashed. The width of the basket formation is 3 mm. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. A review of device history record observed no non-conformances. A complaint history search did not reveal any other complaints associated with this lot number. Instructions for use (IFU) provides precautions and instructions for use to ensure device functionality, this complaint is confirmed based on the evaluation of the returned product. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing an unspecified procedure, the customer opened the package containing an ntrap stone entrapment and extraction device. The customer discovered that the basket of the device could not be opened. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure.